Event description:
It was reported by service report that the top pin mount on the cot retaining post was stripped out. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pin bracket.